Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue with the "ok", "up" and "down" buttons. Reportedly, no delivery issues were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016 with the following findings. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of keypad cover did not find any anomalies with the button contacts. Pump casing was opened and evidence of moisture contamination was found on the keypad connector wire. Unrelated to the complaint, the display was found to be dim and discolored. A pump casing crack was found between the keypad and the case seal.